Event description:
It was reported to the manufacturer on 04/06/2007, that a customer encountered problems during use of a detachable coil. According to the customer: "the vessel diameter was 8mm and very tortuous at gastroduodenal artery. It was very difficult to position. The coil became stretched, while it was repositioned three times. The coil was removed from the body without problem." The following additional information was requested and received by the manufacturer on 05/28/2007: a retrieval device was used as intervention to remove the undetached coil. Patient condition was reported as "good" with no patient complications.

Manufacturer narrative:
Additional information was received on 05/28/2007, indicating that although the coil was not detached, a retrieval device was still used to remove the coil from the patient. The device in question will not be returned to the manufacturer for further investigation as it was disposed. A review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of manufacture. The related lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot. It was reported that continuous flush was not maintained throughout the procedure. It is possible that due to the lack of continuous flush, resistance was created, and encountered during the retraction of the coil, which caused the coil to stretch. The physician had also noted that the coil may have been caught in the tortuous vessel, which may have caused the coil to stretch. The dfu (directions for use) for the device in question states the following: "in order to achieve optimal performance and manipulation of idcs [interlocking detachable coils], and to reduce risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between: a) the tracker [micro] catheter and guiding catheter, and b) between the tracker [micro] catheter and idcs. Flushing prevents contrast crystal formation inside the catheter lumen". The dfu for the device in question also warns the user not to retract the coil against resistance as stretching of the coil will occur.